Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardioverter defibrillator showed undersensing of small p-waves, but there is no atrial sense amp channel programmed on. Additionally, the patient received 7 shocks, and it is unknown whether the shocks were appropriate or not, as the event was cleared from the device before the cause could be determined. The device was reprogrammed to address the undersensing, and there were no patient consequences aside from the shocks.